Manufacturer narrative:
Additional information/correction: the customer clarified this event was reported twice. Therefore, this report is a duplicate of the report submitted under manufacturer report number 1416980-2023-04525. All relevant information was captured under that manufacturer report number 1416980-2023-04525. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 5000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. This was identified during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.